Event description:
Crd_1056 - advance laa us0358-358( r818762201). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet was implanted in a patient with a history of stage iii chronic kidney disease. Post amulet implantation, acute kidney injury was observed. Nephrotoxic medication was held and intravenous hydration was given. The device is working as intended. The patient is stable.

Manufacturer narrative:
An event of renal failure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the device was working as expected and was unrelated to the event. The patient had a history of stage iii chronic kidney disease. There is no indication of a product quality issue with regards to manufacture, design, or labeling.